Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to the failure to deploy include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that may contribute to difficult to open or close the foot and device entrapment include; but are not limited to, tissue or suture caught in the foot or posterior cuff partly deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device. Reportedly, "the needles did not deploy". The foot of the device was unable to be closed and the device became stuck in the vessel. Cut down surgery was performed to remove the device and achieve hemostasis. No additional information was provided at this time.